Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 400 mg/dl. Customer reported there were red bumps and pus on the site. Customer declined troubleshooting. Customer wanted the infusion set and reservoir replaced. Customer will not be returning the reservoir for analysis.